Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be slightly bent, verifying the reported incident. A device history review was performed for lot 2502006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or defects were observed and all tips were properly formed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were found. While we could not identify a direct issue, it is likely the tip bent as a result of the device rubbing against equipment between the molding and assembly process. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I am contacting you following a material safety report concerning a 50ml luer lock syringe (ref: 300865; batch 2502006). Date of event: 31/03/2025. Description of the event by the intensive care unit: the internal tip of the luer lock is twisted. Significant air intake with a canula positioned over it, impossible to connect a tube. Frequency of occurrence: occurs for the first time. Action taken: device changed. Clinical consequences: care to be continued. Has the patient or user suffered any harm? If yes, please explain. Care to be continued with change of device. Was the incident reported before, during or after use? During use: impossibility of connecting tubing to the luer lock connector.